Event description:
During a premature ventricular contraction (pvc) ablation procedure, a pericardial effusion occurred. Mapping and ablation were performed in the right ventricular outflow tract and posterior septum but was unsuccessful at eliminating the pvc. Access to the left ventricular outflow tract was obtained via retrograde approach and shortly after mapping was started, the patient became hypotensive. An echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient was taken to surgery where no active bleeding was confirmed; however staining of the aorta was noted. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.